Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "marks on the display- issue". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "marks on the display- issue" was confirmed. The root cause was attributed to a mark on the main display. The main display module was replaced to fix the problem. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no abnormality. The user interface module software version of this pump is 8.11.00 baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Should additional information be received, a follow-up medwatch will be submitted.